Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead fracture was suspected for the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert the previous month for failed rvt (rv tip) to rvr (rv ring) configuration. The lead was then reprogrammed to rvt to rvc (rv tip to rv coil) for pacing and sensing. However, now the rv lead has re-triggered the lead integrity alert in the current configuration of rvt to rvc due to rv lead impedance variation and sensing integrity counter (sic). Additionally, there was a rv bipolar impedance alert triggered due to high/undefined pacing impedance. It was discussed to continue to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.